Manufacturer narrative:
This MDR has been filed out of an abundance of caution due to the potential for serious injury if non-target embolism occurred due to the loss of visualization of the lava. The event did not involve death or serious injury. The device labeling (IFU) states adequate fluoroscopic visualization must be maintained during lava delivery and to stop lava delivery if visualization is lost until adequate visualization is reestablished. Review of the batch record showed the device was manufactured to released specifications and had passing quality test results. Sirtex medical affairs has reviewed the case and has stated the reported event describes reduced visualization of lava during administration, with no patient harm and successful completion of the procedure. There is no evidence of clinical impact, and this is not an adverse event, but a device-related performance issue. The relationship to the device is related, and the event is not serious. Given the potential risk of non-target embolization if visualization is inadequate, the event is considered reportable as a malfunction and expected per IFU guidance requiring maintained visualization during delivery.

Event description:
The physician stated they had difficulty seeing the lava during administration but the procedure was successfully completed.